Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a hip arthroplasty, these 3 instruments broke but it had no consequences for the patient. The cup was well impacted when the realized the impactor had separated. The t-handle was probably broken from before but nobody realized it. And they retrieve all the parts of the screwdriver and finished the case with another screwdriver shaft.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.